Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime/compromised force sensor system test, the excessive no delivery test, and displacement test. There were no unexpected no delivery alarms noted. The pump was received with a cracked case at the display window corners, a display window, cracked battery tube threads, and a minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads, and a minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that she was having high blood glucose due to no delivery alarms. Customer's current blood glucose was 492 mg/dl. Customer's blood glucose was 800 mg/dl at the time of the incident. Customer stated that she changed her site and she kept receiving a no delivery alarm. Customer can't treat and was trying to do a bolus and basal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer was advised to do a complete set change. Customer was advised that the insulin pump will be replaced due to the constant no delivery alarms. Customer verified that her blood glucose was going down and that she would go to the hospital to get supplies to cover herself for the weekend.